Manufacturer narrative:
Investigation summary received one (1) used. List # 142560488, primary plum set with one (1) used. List # unknown, bag spike adaptor w/ spiros. As received, the inlet and outlet on the filter were wetted out. Received one (1) photo of the set showing leakage at the filter. The filter was leak tested. Leakage was observed at the inlet and outlet. The reported complaint of leakage at the filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inches, alleging a leak during patient use. It was stated in the report that during chemotherapy, the drug leaked from the filter. There was patient involvement, but no patient harm was reported.